Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the seroma reported initially, the patient also experienced deflation of the device. Additional information was received on (B)(6) 2021. The patient is caucasian. The device was replaced with a new tissue expander with explant. Reason for device explant and/or reoperation: seroma/deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 24, 2021. On august 28, 2021 mentor received additional information that the surgeon injected methylene blue into the tissue expander during the initial surgery. This is off label use of the device per the instructions for use (IFU). The investigation of the impacted product was completed by the failure analysis lab on september 6, 2021. Device evaluation summary: during the visual evaluation of the tissue expander, a tear was identified at the 12 o¿clock position. Additionally, the shell of the implant looks blue, caused by methylene blue. When evaluated under a microscope the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. Potential cause while deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the implants other than sterile saline for injection since this could compromise the product integrity. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with a 350cc mentor, med height, smooth cpx4 tissue expander with suture tabs experienced a left sided seroma post procedure. Seroma fluid was discovered during inflation. As a result, an explant was performed on (B)(6) 2021.